Event description:
It was reported that the patient will be receiving a full revision due to low impedance that was found. Additional information was obtained from the physician's office indicating that there were no adverse events. It was stated no x-rays were performed. No surgical intervention has been reported to date. No additional relevant information has been received to date.

Event description:
Information was received that the patient's full revision took place. It was stated that pre-op diagnostics were within normal limits. It was stated that the generator incision site was lower than normal and when opened by the surgeon, the generator could not be located. It was found that the generator was located much higher than the incision site after several x-rays and dissecting was performed, near the patient's arm pit. During follow-up with the surgeon it was indicated that this was not considered migration and was likely placed there by the previous surgeon. During dissection, the surgeon accidently cut the lead and when observed found to be significantly damaged therefore a full revision was performed. Given low impedance was previously seen, it was likely that the low impedance contributed to the damage seen on the lead.